Event description:
It was further reported that the stent was damaged during the attempt to implant it. They were not able to retrieve the stent. They used another of the same stent to overlap the damaged stent. There was no issue of stent thrombosis caused by the damaged stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via a right sided approach. The de novo, eccentric, 15mm in length, 2.8mm in diameter, 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. An unspecified 0,014¿x 185 cm hydrophilic guide wire was advanced to the lesion. The target lesion was predilated with a 2.5 x 12mm apex balloon catheter which reduced the stenosis to 70%. A 3.50 x 16mm promus element stent delivery system (sds) was used to treat the lesion. They noticed a longitudinal deformation in the proximal portion of the stent. The procedure was completed with a 2.5 x 16mm promus element stent. No complications were reported and patient's status is stable.